Event description:
It was reported that during the procedure while attempting to use an over the wire (otw) dilatation balloon catheter with the balance middleweight guide wire, resistance was noted when attempting to get the guide wire back into the balloon at the platinum tip and the junction. The otw balloon remained in the anatomy while the guide wire was being retracted and exchanged. Resistance was noted at the weld point/transition when removing the guide wire through the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the guide wire and the balloon catheter were not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported resistance. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. All guide wire tips are visually inspected after being loaded into the dispenser and outer diameter inspection of all devices is performed prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.